Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. It was a "major problem" and there was an intense burning pain in the vaginal area since (B)(6) 2016. The patient turned stimulation off, when she woke up the next morning the pain was gone. The patient took myrbetriq oral tablet for bladder symptoms. On (B)(6) 2016 the patient woke up and felt like she had a vaginal infection and an itchy sensation. The patient went to the doctor and the doctor did not see anything wrong but put her on a "broad spectrum antibiotic." The next day on (B)(6) 2016 the patient 3 antibiotic and felt miserable, sick all over, legs were hurting, and flu like symptoms. The patient went back to the doctor to test for a bladder infection; there were no results yet. The patient programmer (pp) confirmed therapy was off. The change in symptoms/therapy was considered sudden. It was noted that the patient did not have a managing doctor for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.